Event description:
It was reported that a user experienced unstable blood glucose while using the ilet bionic pancreas, with readings fluctuating from hyperglycemia to hypoglycemia with a blood glucose level of 66 mg/dl and back to hyperglycemia with a blood glucose level of 312 mg/dl over several hours despite no reported food intake, and the user requested a device return after troubleshooting and education were completed. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the use of oral glucose to address low blood glucose. Investigation included a review by clinical support and coordination with the healthcare provider¿s education team. Investigation of this case revealed an unclear cause for the glycemic excursions with no device alerts or alarms reported. It was concluded that the cause of the hyperglycemia and hypoglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.